Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the lightsource had a lost scope image. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image stabilized properly without any issue.